Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2017 with the following findings: there was one loss of prime warning observed in the pump history associated with a cartridge change. The pump was able to perform the prime steps with no alarms. The pump's force sensor passed a calibration check. The pump was exercised for 24 hours with no alarms observed. Unrelated to the initial allegation, the battery compartment was cracked.